Event description:
It was reported that the analyzer had a loss of stimulation during a pacemaker implantation. During the use of cautery, the analyzer was completely switched off. The analyzer would not sense and pace again after cautery and as a result the patient had complete heart block for a minute. After a programmer restart, the analyzer is working normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.